Manufacturer narrative:
Event date is approximate; only month and year are known.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at a dose of 7.3 mg/day, concentration unknown, and another unknown drug (concentration and dose unknown) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that the patient got a pump refill on (B)(6) 2016 and "apparently the pump wasn't working" as stated that the managing health care professional (hcp) pulled out all the medication and said that "the pump wasn't working." It was indicated that the patient was in severe pain and withdrawal and was throwing up and sick, which had been going on over a month since august 2016. It was noted that the patient just thought she was sick, and that the hcp asked if the patient was throwing up and having withdrawal symptoms and the patient said yes. It was also noted that they were sending patient for tests including a nerve conduction test and "some sort" of dye test. The consumer indicated that she was not there and did not have the expected versus actual volumes and values, but knew "it was much much more." It was noted that it was the patient's first volume discrepancy and that the patient wasn't using the bolus and that the personal therapy manager was not working because it wasn't programmed anymore due to the patient's fall in early (B)(6) 2016; refer to manufacturer report 3004209178-2016-18108. The consumer also reported that the patient was so uncomfortable and was in more pain at the time of the report and stated that she thought that there needed to be some sort of compensation to help the patient with her comfort level. It was noted that dilaudid and an unknown drug were in the pump and also indicated that the patient was receiving oral dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.